Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 603 mg/dl; the cause was unknown. The customer attempted to address the elevated bg by delivering a correction boluses, exercising, and a manual injection. The customer went to the emergency room (ER) where unspecified fluids and insulin was administered to address the elevated bg. The customer left the ER in stable condition and a bg of approximately 183 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.